Event description:
It was reported to st. Jude medical that the pt received inappropriate therapy. The insulation of the lead was also reportedly damaged. As a result, the lead was explanted and replaced.